Event description:
Shape was different, appeared ripped off- tampon [device breakage]. Case narrative: consumer reported via phone that the tampon shape was different and appeared ripped off. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Shape was different, appeared ripped off- tampon [device breakage]. Case narrative: consumer reported via phone that the tampon shape was different and appeared ripped off. No injury was reported.